Event description:
It is reported that the groshong nxt clearvue PICC was placed on (B)(6) 2010, which is 41.5 cm in length. On (B)(6) 2011, the nurse moved the catheter, she noticed there was rupture in the place labeled with 39.5 cm of the catheter.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a single deep crease in the catheter tubing. The crease in the tubing is located between the 39 and 40 cm depth markers. The deep impression in the tubing exhibits smooth rounded edges. Where the crease terminates a small partial tear in the tubing has been identified. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and deep impression in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The IFU contains illustrated directions on properly securing the catheter, which should help prevent the catheter from kinking. The product instructions for use (IFU) caution the user to minimize the risk of catheter breakage and embolization by securing the catheter in place. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture.